Event description:
It was reported that the system was not coming up after sleep mode and needed to be rebooted. This can cause an intermittent, recoverable loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.